Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/18/2019. The manufacturer¿s international service field support engineer (fse) diagnosed that it requires new battery. Customer declined repair at this time as the device is out of warranty. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported battery failure. There was no patient involvement.